Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited atrial undersensing leading to odd timing and loss of pacing. The ra lead remains in use. No patient complications have been reported as a result of this event.